Manufacturer narrative:
Analysis of the catheter found that the catheter was incorrectly assembled or sutured and also a user related hole. Analysis of the tunneling tool found that the catheter passer had a broken obturator tip.

Event description:
It was later reported that the patient also experienced anxiety. The cause of the event was unknown, but was attributed to the catheter. The specific issue was unknown. A dye study was done, which revealed a possible abnormality at the connector. During the previously reported catheter and pump replacement, the tunneling rod was not used on the patient because the tip came off. The patient¿s symptoms resolved with surgical replacement of the pump and catheter system.

Event description:
It was reported that on approximately (B)(6) 2014, the patient presented with signs and symptoms of withdrawal, including fever, severe increase in spasticity at an unknown location, irritability, and itching. Initially the catheter issue was unknown, but it was suspected that the patient was not getting drug. The patient was hospitalized because of suspected baclofen withdrawal. On (B)(6) 2014, the patient received a 100 mcg bolus through the pump and no response occurred. The healthcare provider performed a dye study and saw a leak at the anchor site. The healthcare provider also thought that dye could be seen at the spinal entry point. The catheter issue was a presumed partial occlusion at the proximal/distal connection identified by dye study. X-rays were also taken, but the results of the x-rays were not provided. Surgery intervention was done to revise the entire catheter and replace the pump because the elective replacement indicator (eri) was in 14 months indicating the battery was close to the eri and therefore near end of life (eol). The product issue was resolved, but the cause of the issue was not determined. No catheter segments were left in the intrathecal space or in the patient not in use. There was no pump issue. The patient¿s status at the time of the report was alive with no injury. After replacement the patient was receiving effective therapy and the signs and symptoms of withdrawal had completely resolved. The patient recovered without sequelae and was doing much better. The device was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID: 8711, lot# j11181r27, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.